Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 451 mg/dl. The customer also reported that the insulin pump never alarmed low battery and the battery failed. The customer reported that the batteries were not lasting as usual. Troubleshooting was performed for low battery. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.